Event description:
The customer reported a failure to alram on 21 july from the device. The device was in use at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6).

Manufacturer narrative:
A philips response service engineer (rse) performed troubleshoot and found no issues with the mx40. Diagnosis has shown that during monitoring on tele 2, the patient was stolen from nb25-4 with x3 x070 and patient conflicts were resolved and moved to tele 2 again. (Patient removal, discharge and admitted again on tele 2) it was confirmed the devices had no malfunction - user issue. This was a workflow failure between two departments. The system works perfectly. The customers department heads were informed accordingly.